Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with a neurostimulator (ins) for essential tremors, movement disorders. It was reported that there was an open circuit. The caller said electrode 11 impedances were at 26,018 ohms. The caller's reason for their call was to see if patient was eligible for MRI, but they would indicate they would be unable to have MRI. Caller indicated that the patient was not programmed to electrode 11. Troubleshooting resolved the reported issue.